Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event is unknown. Device is an instrument and is not implanted/explanted. The subject device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 1.5mm drill bit was delivered to an account in packaging already broken. No patient or procedure involvement. This complaint is for one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 310.507, lot# f-18703. Manufacturing location: (B)(4), release to warehouse date: jan 27, 2016. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The receive drill bit was broken in half and in the unopened plastic package. The zip-off ends are still in place. The plastic container for the drill inside the package showed a bending mark presenting that the device must have been subjected to an unfavorable excessive bending during third party use. It could not be determined when and where in the supplying chain and storing procedures the damage occurred. The complaint is confirmed as the drill bit is broken but from the manufacturing point of view this complaint is rated as not valid as no manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.